Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during preparation of faradrive sheath the dilator failed to snap in properly and hep saline was leaking back. Leaking appeared to be at hub between sheath and dilator. There was a constant flow at proximal end of handle. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was lost.